Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that they successfully completed a performance inspection procedure (pip) on the device and that no issues were observed. The device was then placed back into service for use. The customer further advised that there have been no further recurrences of the reported issue since the device was placed back into service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device has a service indicator present and had logged an event code in its memory which is associated with a failure of the device to charge for defibrillation energy. At the time when the code is logged by the device, its charge function would be disabled. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device has a service indicator present and had logged an event code in its memory which is associated with a failure of the device to charge for defibrillation energy. At the time when the code is logged by the device, its charge function would be disabled. There were no reports of patient use associated with the reported event.